Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent removal procedure on an unknown date in (B)(6) 2012, two pieces of the stent detached inside the patient while grasping forceps were being used to remove the stent in the physician's office. They were only able to remove a third of the stent. It is unknown if the suture was attached to the stent at the time of removal. The patient was then moved to the operating room, where a basket was used to remove the remaining stent pieces. The physician experienced difficulty removing the stent pieces using the basket, which caused the stent to break into a third piece. This procedure successfully removed all stent pieces from the patient and took over two hours. The patient's condition at the conclusion of the procedure was reported to be "fine." Reportedly, the stent was originally implanted in (B)(6) 2012, and remained indwelling for approximately two to three weeks. The physician believes the stent was "mechanically sliced" at approximately every other hole along the shaft of the stent.

Manufacturer narrative:
(B)(4): torn material.